Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pcu alarmed "battery discharge". The pump was not plugged in at the time. The event occurred during patient use on an infant in an inpatient unit. Although requested, no additional patient information was provided.

Event description:
It was reported that the pcu alarmed "battery discharge". The pump was not plugged in at the time. The event occurred during patient use on an infant in an inpatient unit. Although requested, no additional patient information was provided.

Manufacturer narrative:
Additional information provided: d.11 the customer¿s stated issue of battery discharge was confirmed. Review of the pcu event log showed channel a was infusing at a rate of 18 ml/hr when the pcu experienced battery discharge and stopped infusing. The infusion was restarted and the pcu alarmed for ¿very low battery¿ and ¿low battery¿ approximately thirty-three (33) minutes later. The pcu was channeled off. Software engineering reviewed the device logs and determined at the time of the incident, the battery capacity was estimated at 5000 mah and was caused by tracker 16418. Battery testing performed on the source pcu found the device operating in specification. Per service bulletin 593a, if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for at least 16 hours. Bd has initiated a field action for this issue in 2020 [a medical device safety notification (ref recall file, z-1520-2017) was initiated on (B)(6), 2016 where customers were notified of the issue and provided revised labeling]. Review of the source device (sn (B)(6), service history record showed the device had a manufacture date of ((B)(6), 2014). A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6), 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s report of battery discharge was determined to be due to tracker 16418.